Event description:
Retractor ratchet mechanism broke during surgery, patient was not harmed.

Manufacturer narrative:
Device was sent back to symmetry, missing the ratchet piece that broke off, symmetry could not perform an evaluation on the device. This device was manufactured in 2004 by codman - no further history other than age of device is more than 10 years. Other devices in-warehouse stock were reviewed, all functioned properly.